Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative improved the contact of pins in the interconnect cable. The system was tested and found to be working as intended and put back in service.